Event description:
It was reported "blue clamp from one of the lumens did not clamp, even when closed, draining the patient's blood." It was reported the issue was resolved by "used tweezers instead of clamp". There was no significant blood loss. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of pinch clamp not occluding cannot be confirmed by the photo. The photo only shows the blue clamp and does provide evidence of blood flow through the lumen as reported. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes." The customer report of pinch clamp not occluding cannot be confirmed by the photo. The photo only shows the blue clamp and does provide evidence of blood flow through the lumen as reported. Additionally, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "blue clamp from one of the lumens did not clamp, even when closed, draining the patient's blood." It was reported the issue was resolved by "used tweezers instead of clamp". There was no significant blood loss. The patient's condition was reported as fine.